Manufacturer narrative:
Corrected data: sections a2 and a3: patient gender and age corrected section h6: health effect - impact code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The serial number of the heartmate 3 left ventricular system in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure, bleeding, cardiac arrythmia, neurological dysfunction, renal dysfunction, hepatic dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿an intracardiac shunt in a patient undergoing left ventricular assist device implantation¿ identifying that heartmate 3 (hm3) may be associated with hemodynamic instability, right ventricular (rv) failure, bleeding, ventricular fibrillation, neurologic dysfunction, renal and liver dysfunctions, and death. This case study presented a 52-year-old man with end-stage heart failure due to nonischemic cardiomyopathy with noted medical history of a biventricular pacemaker, implantable cardioverter defibrillator implant for atrial fibrillation with past ablation, cerebral vascular accident, and insulin-dependent diabetes with diabetic retinopathy. The patient presented with concern for an ejection fraction of 10%, with interrogation noting severely elevated pulmonary artery (pa) pressures. The patient was not considered a candidate for heart transplant given the high risk of graft failure in the setting of elevated pa pressure. The patient was admitted to the intensive care unit (ICU) for aggressive medical management, and an impella 5.5 was placed several days later after pa pressures returned to baseline from admission. Due to the continued elevated pa pressure and heart transplant ineligibility, the decision was made to implant an hm3. Pre-operative transthoracic echocardiogram demonstrated a severely dilated left ventricle and atrium, a poorly visualized rv, and mild mitral regurgitation. After 35 days of inpatient care and 18 days of impella support, the patient was taken to the operating room (or) for hm3 implant. A transesophageal (tee) echocardiogram performed while in the or revealed a new atrial septal defect (asd) at the inferior aspect of the fossa ovalis. A surgical repair was performed to repair the asd; dense pericardial adhesions were noted, likely related to prior epicardial lead placement and removal, resulting in hemorrhage requiring cardiopulmonary bypass (cpb). After cpb initiation, the impella was removed and the hm3 inflow cannula was inserted. Bleeding was then noted around the posterior of the heart and was treated with coseal. The asd was repaired, and the hm3 outflow cannula was inserted. As the patient was weaned from cpb, there were concerns for vasoplegia versus adrenal insufficiency treated with methylene blue, hydroxocobalamin, and stress-dose steroids. Serial arterial blood gases demonstrated a worsening lactic acidosis with lactate of 6.6 mmol/l compared to pre-operative lactate of 1.1 mmol/l. Right heart function on tee was only mildly depressed, and asd repair appeared successful; the cpb was weaned. The case was further complicated by an uncontrolled hemorrhage from the posterior of the heart of unclear origin. Local interventions with tachosil, tisseel, surgicel fibrillar, and multiple rounds of packing were performed and desmopressin, ffp, platelets, cryoprecipitate, and factor vii were administered. The hemorrhage was then deemed to be under control, and the patient was transported to the ICU with their chest left open. Over the course of 30 minutes, the patient required increased support to main mean arterial pressure and was deemed unstable. A chest exploration and tee noted the rv was severely dilated. A right ventricular assist device (rvad) was placed. The patient also went into ventricular fibrillation and required multiple rounds of defibrillation. Six days later, the patient was decannulated from the rvad and transitioned to an impella rp. The patient¿s chest was closed two days later. The patient¿s neurologic examination remained poor, and they suffered worsening renal and liver function, coagulopathy, and worsening lactic acidosis. The patient was transitioned to comfort care and passed away shortly after.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been listed as the date of publication (01mar2024) since the date of data collection was not provided. Additional h6 code: 4426 - unspecified nervous system problem. University of north carolina at chapel hill, department of anesthesiology, chapel hill, nc scheiber, c. J., teeter, e. G., & smeltz, a. M. (2023). An intracardiac shunt in a patient undergoing left ventricular assist device implantation. Journal of cardiothoracic and vascular anesthesia, 38(5), 1260¿1264. Https://doi.org/10.1053/j.jvca.2023.12.030. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.